Event description:
It was reported that the patient presented to the clinic for follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing, and under-sensing. Additionally, an old right ventricular (rv) lead was capped and replaced on (B)(6) 2014 due to high impedance and a high capture threshold. During a device exchange procedure prompted by a normal elective replacement indicator (eri), the insulation of the chronic rv lead was damaged while attempting to explant the old, capped rv lead. The ra lead, the old rv lead, and the chronic rv lead were all explanted and replaced on (B)(6) 2025. The patient remained in stable condition.